Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and is fully functional. The device inspection revealed the following: visual inspection: the received target device, humerus t2 humerus shows normal traces of use. The printings on the target device were turned from white to fawn; an indication for a high level of sterilization cycles. Apart from that, the device is in general good condition and further significant damage was not observed. Functional inspection: a pre-surgical function test (¿pre-operative check¿) with the returned target device, humerus t2 humerus and sample devices was performed. The drill can pass easily in the oblique locking static and straight locking dynamic so the alleged miss drilling in proximal could not be reproduced. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation performed, the root cause was attributed to a user related issue. The failure was caused by user-learning gap errors lack of knowledge/skill. If any further information is provided, the complaint report will be updated.

Event description:
A missdrilling in proximal occurred.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
A missdrilling in proximal occurred.